Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis (pd) patient following treatment with a cycler. Due to lack of information an MDR will be filed against the cycler while undergoing review by the post market clinical department and manufacturing plant. A follow up MDR report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's wife reported that her husband was in the hospital for pneumonia. During follow up the patient's pd nurse reported the patient had been hospitalized from (B)(6) 2014 for pneumonia. He continued his pd treatments throughout this time. There were no known reported problems with the patient's dialysis treatments prior to the hospitalization. He did not have any signs of infection or trouble with his pd treatment and there were no changes to his prescription.